Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed no needle strike mark at the posterior foot to indicate that the posterior needle was deflected and struck the foot during needle deployment. Also, there were no abnormal observations that could contribute to the reported device would not deploy experience. The plunger, suture, link, needles, and cuffs were not returned with the device; therefore, the scope of this investigation was limited. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the investigation findings, the reported experience could not be confirmed and a root cause related to the device could not be determined. A review of the device history record did not reveal any non-conforming material records associated with this lot. There was no indication noted of a specific quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device 'would not deploy' and another proglide was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.